Event description:
There is no pt involved in this event. The device status indicator led is flashing red indicating that the device may have failed a routine self-test. A device if left undetected in this fault mode could result in the failure of the device to perform if required.